Manufacturer narrative:
(B)(4). Batch # p58e1p. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: per the surgeon, he himself didn¿t hear a crunch. Wasn¿t sure about the register who fired the unit as to what he heard. The safety was on the whole time.

Event description:
It was reported that during use in an ultra low anterior resection, the gun was fired and staples appeared not to form. Resolved by doing a hand sewn anastomosis. No reported adverse event to patient. No further information is available.